Manufacturer narrative:
(B)(4).

Event description:
Allegedly after impaction of the dynasty cup the threaded cup adapter became stuck of the super cap cup impactor. Preventing removal of the super path cup impactor through the drive shaft cannula. Dr anderson has done a 1000 plus path procedures this was the second time this problem occurred both in the past two weeks all using the new super path instrument set.